Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment, torn leaflet, chordal rupture, and recurrent mitral regurgitation. It was reported that on (B)(6) 2017 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr to grade 1. An echocardiogram on (B)(6) 2018 found a single leaflet device attachment on one of the mitraclips. There was a torn leaflet, chordal rupture, and mr grade 1 to 2. The patient is stable and no intervention is required. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported incomplete coaptation appears to be due to patient morphology/pathology. The worsening mr and tissue damage were due to the single leaflet device attachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. Since it could not be confirmed which of the two clips experienced the single leaflet device attachment; the lot history record review is provided for both clips. The results are as follows: part / lot number: cds0502 / 70313u210, date of manufacture: 14-mar-2017, expiration date: 14-mar-2018; part / lot number: cds0502/61209u188, date of manufacture: 09-december-2016, expiration date: 09-december-2017, procedure date: (B)(6) 2017.